Manufacturer narrative:
Sample were received for evaluation. An inflation/deflation test was performed and it was noticed the cuff held the air. Visual inspection was performed and it was observed all the components are assembled properly at the tube formal investigation has been initiated to address air restriction issues. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the cuff prior to use on a patient, the cuff was not inflated. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Correction: (UDI #), (name, email), (phone #). If information is provided in the future, a supplemental report will be issued.